Event description:
The patient had an exit block of the lv-lead. Lv lead dislodgement was reported as cardiovascular cause. The patient was hospitalized and the lv lead was repositioned.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.